Manufacturer narrative:
The complaint was confirmed. The catheter was visually inspected and an attempt was made to inflate the balloon with water and the shaft of the catheter was found to be leaking. The root cause of the compromised surface of the shaft is not known. The device has been sent to the contract manufacturer for additional investigation. At this time, no corrective actions are being taken. Manufacturing records were reviewed and there were no nonconformances associated with this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
As reported, the intraclude aortic device was inserted and balloon was inflated with a pressure of around 360 mmhg, occlusion occurred. After a short time the perfusionist noticed that the pressure was dropping steadily. Re-inflation was tried but the pressure would not increase. It finally dropped to 190 mmhg and it was decided to remove the balloon and replace with another intraclude. On removal of the balloon it was noted that there was blood inside the balloon and upon further inspection it could be seen that there was a leak/hole on the shaft of the catheter, this can be found inside the two red pieces of tape attached the product. It can also be seen that the outer surface of the catheter is rough to the touch, feeling like it has been rubbing against something. No patient injury reported.

Manufacturer narrative:
The device is to be evaluated into root cause of the malfunction upon product return from the customer.